Event description:
It was reported that the device failed to operate on battery. There was no report of pt use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it failed to power on. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and was unable to verify or duplicate the reported failure.